Event description:
It was reported that the right ventricular (rv) lead had high impedance, noise, and possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2014 for short interval counts (sic) and rv lead impedance variation in the last sixty days. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2014, rv impedance measured 1311 ohms from a trend of 399 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning (B)(6) 2014, ventricular sic up to 2460 with evidence of vt-ns episodes and lead noise oversensing.